Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was duplicated and the display faceplate was replaced to resolve the malfunction. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that the device's display was cracked and clinical information could not be seen. Complainant did not indicate that there was any patient involvement in the reported malfunction.